Event description:
It was reported that, "the arthroplasty was revised due to instability and pain. The tibial was revised. The components were implanted in situ for approx (B)(6). The pt presented with a (B)(6) score of 2 three months prior to revision surgery and a maximum score of 3. Photographs of the retrieved implant are attached. Medical records and x-rays were not provided to stryker for review due to irb restrictions at our inst."

Manufacturer narrative:
An eval of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters inst. If add'l info becomes available, it will be submitted in a supplemental report.